Manufacturer narrative:
This report is for an unknown rod/unknown lot. Part and lot number are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2020, the surgeon was performing a revision of a spinal fusion which consisted of bilateral pedicle screws from t12 to l4. This case was performed as a revision surgery due to adjacent level degeneration. While the surgeon was removing the set screws on the left l3 screw (the old hardware), the tip of the screwdriver broke off. Upon seeing this, the screwdriver was removed, along with the fragment generated. The screwdriver was replaced with a new one and the procedure continued. The surgeon placed new pedicle screws bilaterally at l5, s1 and into the ilium and implanted new rods. The procedure was successfully completed with no delay. There was no patient consequence. This report is for an unknown rod. This is report 2 of 6 for (B)(4) and captures the revision surgery. The broken screwdriver is captured under (B)(4).